Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) and mobile view station (mvs) power cable was required to be replaced. The representative replaced the two components and the . The imaging system then passed the system checkout and was found to be fully functional. Analysis on the returned mvs power cable resulted in a physical damage failure being found through visual and physical examination. Analysis states that the cable passed the continuity test. However, it failed the visual inspection. The outer sheath on the power cord was pulling away from the wall plug exposing internal wires, but not the conductive material. The ups has been returned to medtronic, but the analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the uninterruptible power supply (ups) was not powering on. The site has a line power to the mobile view station (mvs) power board and has no blown fuses. The ups is getting power, but just clicking. Additionally, the power cable on the system has exposed wires on the wall outlet side. This system at the site is non-clinical. No patient was present at the time of the event.

Manufacturer narrative:
Analysis on the returned power supply resulted in an electrical failure being found through performance testing and visual/physical examination. Analysis states that the uninterruptible power supply (ups) batteries no longer holding charge. If information is provided in the future, a supplemental report will be issued.